Event description:
Customer was hospitalized for dka. Prior to the event, the customer had been sick. It was indicated that the programming and histories were accurate. Troubleshooting was done and the pump passed testing.